Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert was noted around the time issue began. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to plug pump into a known working outlet using tandem charging cable and wall adapter and allow uninterrupted charging for at least 30 minutes, after which pump began charging successfully and no further assistance was required.